Event description:
This event involved a patient who experienced power source change form one port to the other in the controller approximately ten months after heartware lvad implantation. The batteries were removed from the patient and a new set of batteries were supplied. There were no injures associated with this event.

Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad battery (B)(4) in relation to the reported event. This included clinical evaluation, visual/functional testing and non-conforming material record review. Thorough external visual inspection of the batteries revealed no signs of physical damage, contamination or loose parts inside of the device. Review of conformance material record confirmed that the batteries met all requirements for release. Functional testing of three ((B)(4)) of the four returned batteries revealed a defective cell pair capable of reaching an under voltage condition that is likely the cause of the reported premature power port switching described. An internal investigation (CAPA) has been opened to address the issue. No additional information will be forthcoming. This is one of three reports (3007042319-2013-00159, 3007042319-2013-00160 and 3007042319-2013-00161) submitted for devices related to the same event.